Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system search: a query was run in the eqms on 23/dec/2025 against "lot number" "6014696" and similar malfunction codes: primary pack defect- seal defect, primary pack has incomplete or open seal/weld, is torn,ripped, contains holes, exhibits external contamination (e.g., watermarks, stains) or product is trapped in packaging (e.g., trapped in weld). The review confirmed that lot 6014696 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 23/dec/2025 against "lot number" criteria equal "6014696" and similar malfunction codes: primary pack defect- seal defect, primary pack has incomplete or open seal/weld, is torn,ripped, contains holes, exhibits external contamination (e.g., watermarks, stains) or product is trapped in packaging (e.g., trapped in weld). The count of complaints is 1. The complaints number is (B)(4). DHR review: the lot 6014696 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12 on 30/jul/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and corrective and preventive action (CAPA) determination. No ncrs or capas of the same or similar nature were found for lot 6014696 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event in which infusion set package was damaged and seemed it was opened on (B)(6) 2025. No further information available.